Event description:
Info received indicates the left foot siderail is not latching.

Manufacturer narrative:
The tech isolated the issue to the latch spring. He cleaned the latch mechanism and replaced the latch spring to repair the bed.